Manufacturer narrative:
(B)(4). The sample evaluation confirmed the failed fluid volume accuracy testing on the device. The cause could not be determined. The device met specifications and was sent to service. Should additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.